Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, after 72 hrs, discontinued after 17 days) and meropenem injection (1gm, once daily, discontinued after 17 days) for peritonitis. Three days after hospital admission, the patient was discharged from the hospital. The patient has recovered from the peritonitis event 17 days after the event onset. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.